Event description:
The pt received severe burns to the meatus during a therapeutic exam of the prostate and remained in the hosp for longer than anticipated. According to the rn, the md was using an old resectoscope sheath that had previous evidence of burn damage. According to the initial report, the md thought that it is possible that exposed metal conducted current that caused the burn. Co received the device on 11/20/96 and it is being forwarded to the MFR for a full evaluation.